Event description:
A customer reported experiencing a cartridge alarm 20 with their pump, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported this specific alarm with this pump, though alarms with consecutive cartridges were noted. As a resolution, technical support decided to replace the pump and confirmed that the customer would revert to using multiple daily injections (mdi) as backup therapy. The customer would receive a replacement pump with updated software and was instructed to place the current pump into storage mode before returning it via ups with a provided return box and pre-paid label. The customer was advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump. Technical support also informed the customer that the problematic pump must be returned within ten days to avoid billing, and the customer acknowledged all instructions and advisories.